Event description:
Reporter indicated that a vns pt developed an infection and the patient's vns generator was explanted as a result. It was later reported that the "explant went well." Attempts for add'l info have been unsuccessful to date.